Event description:
It was reported that the patient was experiencing pain. The patient underwent implantable pulse generator (ipg) revision procedure. Patient was fine postoperatively.

Manufacturer narrative:
Investigation result: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: persistent pain at the ipg or lead site is a known risk with the use of spinal cord stimulation (scs). Labelling also states when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control, therapy controller, and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing pain. The patient underwent implantable pulse generator (ipg) revision procedure. Patient was fine postoperatively.